Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported tip cover came off issue could not be determined, however, it is believed that the tip cover came off due to damage (peeling) of the adhesive due to squeezing/compression of the part. Additionally, it is also possible the adhesive deteriorated due to chemical attack and or moisture absorption. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope inspection of the endoscope ¿3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera elite bronchovideoscope, the tip cover came off. The event occurred during preparation for use. The diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (tip cover came off) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.